Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was over 400 mg/dl. The customer was treated with the manual injection. The customer experienced the symptoms related to high blood glucose such as vomiting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active on the insulin pump. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.